Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported dissatisfaction with vision post bilateral lens implant. A yag laser procedure was performed on both eyes. The reason for yag procedure was not provided. This report pertains to the pt's left eye. Add'l info has been requested. Please reference MDR #: 2031924-2014-00249 for the pt's right eye.